Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was received by stryker endoscopyand the failure mode was confirmed.the repair diagnostic code of stratches on insulation was identified.this confirms the alleged failure mode of compromised insulation.based on the scratches identified on the insulation, the probable root cause of the compromised insulation could be user error or handling during cleaning/sterilization. These could have been caused through contact. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.